Manufacturer narrative:
An additional lot number was reported (lot #m018416). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer changed the needle and was able to successfully fill the fourth cartridge. The customer reported a blood glucose level of 136 mg/dl.